Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin suturing a strumectomy procedure, the needle broke. X-ray was performed to check if the sharp tip of the needle that broke off fell into the patient's cavity but nothing was found. The surgical time extended 30 minutes or more due to the product problem. The procedure was finished with the same suture.